Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate/confirm the customer reported complaint. The endoscope found no error at qap and no error found in the log files. The image is good in both eyes. Discoloration of housing was found, and the endoscope had bearing friction issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon called an isi technical support engineer (tse) and reported that they were facing a non-intuitive motion. The image was reversed, and the surgeon explained that even after reseating the endoscope and restarting the system, the issue remained. The operating room (or) staff have installed a new 30-degree endoscope and it worked. The surgery resumed and the tse asked the site to send the endoscope back to intuitive customer service (ics) for an advance exchange (aex). The system was ready for use and all the troubleshooting steps were completed. The procedure was completed as planned with no patient injury and a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion and reversed image, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used a spare endoscope to resolve the reported problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged non-intuitive motion and reversed image, cannot be determined based on the information provided and phone support details. The customer used a spare endoscope to resolve the reported problem. The phone support details did not reveal any issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.